Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer received an error 7 message on their meter display and was unable to obtain readings. As a result, the customer experienced hypoglycemia with a loss of consciousness. Paramedics were called, and upon arrival, the customer was administered an intravenous glucose infusion (2 times 3 grams). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer received an error 7 message on their meter display and was unable to obtain readings. As a result, the customer experienced hypoglycemia with a loss of consciousness. Paramedics were called, and upon arrival, the customer was administered an intravenous glucose infusion (2 times 3 grams). There was no report of death or permanent impairment associated with this event.